Manufacturer narrative:
Unit received with critical pump error confirmed in history file due to force sensor not properly plugged in to pcb1. No cosmetic damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received pump error alarms. Customer¿s blood glucose was 226 mg/dl at time of incident. Customer mentioned that pump was not exposed to a high magnetic field. Customer states that alarm could not be cleared and they were not able to rewind the pump. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Product will be return for analysis.